Manufacturer narrative:
An investigation into the dhrs of the broken drivers cannot be completed at this time as the rep could not provide the lot numbers of the broken parts. Functional/visual inspection could not be completed as the parts were not returned, however, the sales rep was contacted and confirmed that one driver fractured while inserting a locking cap and the other fractured while attempting to remove a locking cap to adjust the position of the rod. The surgery was able to be completed successfully; however, one driver tip remains inside thelocking cap. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that the driver tips sheared off when advancing set caps.